Event description:
It was reported that the balloon would not deflate. An athletis 8.0mm x 100mm x 75cm pta balloon dilation catheter was selected for use in an arteriovenous (av) fistulagram procedure for treatment of the 75% venous stenosis. The balloon was moved to the stenosis and inflated, the balloon immediately had high atmospheric pressure instead of a gradual increase. The balloon fully inflated for 30 seconds, but would not deflate. The balloon deflated enough to remove it from the sheath after multiple inflation and deflation attempts were made. There were no patient complications. Patient was stable the entire procedure.

Manufacturer narrative:
Age at time of event: 18 years or older. Pro code (product code): dqy.

Manufacturer narrative:
A2: age at time of event: 18 years or older. D2b: pro code (product code) - dqy. Device evaluated by MFR: an athletis 8.0mm x 100mm x 75cm, batch number 27212384, 31atm was received for analysis. A visual examination identified that the balloon was not folded which indicates that the balloon was subjected to positive pressure. The device was attached to an inflation unit and the balloon was inflated to its rated burst pressure of 31 atmospheres using inflation media glycerol/water and no leaks were noted. A vacuum was then applied, and the balloon was unable to deflate fully due to multiple shaft kinks. The inflation device was verified at 31 atmospheres before and after use with a calibrated pressure gauge. A visual examination identified no issues with the markerbands or the tip of the device that could have contributed to the complaint incident. A visual and tactile examination found multiple shaft kinks along the length of the device. This type of damage is consistent with excessive force being applied to the device.

Event description:
It was reported that the balloon would not deflate. An athletis 8.0mm x 100mm x 75cm pta balloon dilation catheter was selected for use in an arteriovenous (av) fistulagram procedure for treatment of the 75% venous stenosis. The balloon was moved to the stenosis and inflated, the balloon immediately had high atmospheric pressure instead of a gradual increase. The balloon fully inflated for 30 seconds, but would not deflate. The balloon deflated enough to remove it from the sheath after multiple inflation and deflation attempts were made. There were no patient complications. Patient was stable the entire procedure.